Manufacturer narrative:
The account replaced the foot hi/low down valve and that resolved the issue.

Event description:
The account alleged the foot hi/low is drifting down slowly. No injury reported.